Manufacturer narrative:
Ref. Mfgr report numbers: 2015691-2017-03875 , 2015691-2017-03878, 2015691-2017-03881, 2015691-2017-03882, 2015691-2017-03883, 2015691-2017-03885, 2015691-2017-04034 , 2015691-2017-04035.

Manufacturer narrative:
Additional information was requested but was not forthcoming. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the patient¿s aortic dissection was cause by procedure factors (¿decannulation¿ of the delivery sheath) and patient factors (very thin aortic wall without calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: petzina, rainer, et al. "Transaortic transcatheter aortic valve implantation: experience from the kiel study." Interactive cardiovascular and thoracic surgery 24.1 (2016): 55-62.

Event description:
As reported by the edwards affiliate in europe, a journal article titled, " transaortic transcatheter aortic valve implantation: experience from the kiel study " reported that post tavr procedure (date unknown), one patient had a ¿standford a aortic dissection¿ caused by ¿decannulation¿ of the delivery sheath. The patient immediately received a replacement of the ascending aorta in deep hypothermic circulatory arrest with the thv remaining in situ. The postoperative course was uneventful except for a longer stay in the intensive care unit. It is perceived that the aortic dissection was caused by the patient¿s very thin aortic wall without calcification.

Manufacturer narrative:
This supplemental report is submitted to provide information regarding late submission of the initial report. Due to an internal computer system issue at edwards, duplicate submission numbers were generated for a small number of reports and, as a result, those reports were not accepted by the FDA system. Once the problem was understood by edwards, new regulatory reports were submitted to replace the reports that were not accepted. As time had elapsed between the initial submissions and the replacement submissions, this report was submitted beyond 30 days of awareness.